Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. "Baxter will continue to monitor similar reports to determine if further actions are required. A device history review was also performed, finding that during manufacturing, the pump failed an 'accuracy reading at ch a'. The pump was changed and passed subsequent testing. Evaluation summary: the reported condition of a colleague infusion pump with a defective channel c was not confirmed or reproduced during product evaluation. Since no assignable cause was provided during product evaluation, no repair was necessary for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with defective channel c. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 6.12.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.